Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited loss of capture with asystole greater than two consecutive seconds. An invasive procedure was performed. This lead was surgically abandoned and the device was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.